Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The actual reservoir volume (arv) was 35ml and the expected reservoir volume (erv) was 3.5ml. The healthcare provider (hcp) saw the patient two weeks prior to the report date and noticed the discrepancy at that time. It was discussed that a possible catheter issue could have been the reason for the discrepancy. It was later reported that the patient experienced increased pain and had no relief. A dye study was scheduled.